Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, a change was noted in the placement signal waveform; however, the alarm resolved and waveforms returned to normal. The intermittent ¿impella in aorta¿ alarms occurred but self-resolved. Device position was verified by echocardiography and confirmed to be appropriate. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Pump was not returned for investigation. Data logs shows the several "impella position in aorta" alarm. There was no variation or impact to optical signal 5s parameters except during the catheter clamp. The root cause of the optical signal issue was most likely patient condition related based on the data log review. All pertinent information available to abiomed has been submitted at this time.